Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Blood glucose level at the time of incident was 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer experienced high blood glucose symptoms where they felt tired. Insulin pump received insulin flow blocked alarm. Customer alleged insulin pump was under delivering because of the insulin flow block. Customer was not using auto mode at the time of high blood glucose event. Bent cannula was reported. Customer performed displacement verification test, self test and high pressure test and all the test passed. The insulin pump will not be returned for analysis.